Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that four of the patient connector slots had damaged wires though they remained functional. It was further noted that the light-emitting diode label was damaged. The unit was being sent on for repair and reallocation. (B)(4).

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.